Manufacturer narrative:
The insulin pump had no button response due to flattened button dome switches. No low predicted alarm could be verified and the functional tests could not be performed due to the unresponsive buttons. The insulin pump was received with a black shadow on the display due to a warped and uneven component on the display board. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the buttons on the customer's insulin pump were intermittently responsive. The customer's blood glucose was 234 mg/dl at the time of reporting. No significant events leading up to the alarm were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)